Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip there was an issue with foreign matter on the syringe. Dirt on syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe with presence of dirt.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip there was an issue with foreign matter on the syringe. Dirt on syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe with presence of dirt.